Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l rf (radio frequency) head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer had a blank screen at first boot, then got an error. Analysis also found a printed circuit board assembly has a loose ECG (electrocardiogram) connector.

Event description:
It was reported the screen goes dark / blank. Followup indicated the programmer came on dark screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.